Event description:
Diabetes: no.cardiac rhythm: sinus.copd: no.symptomatic peripheral vascular disease: no.connective tissue disease: no.hx of hepatitis a: no.hx of hepatitis b: no.hx of hepatitis c: no.peripheral myopathy: no.carotid artery disease: no.hx of neurological event: none.cancer other than skin cancer: no.smoking hx (pack years): *.hx of previous alcohol abuse: no.drug abuse: none, but known abuse within past year.transfusion hx: no.device strategy: bridge to transplant (patient currently listed for transplant).

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.